Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was exhibiting a low heart rate due to loss of capture (loc) and brady pacing not delivered when required; attributed to this right ventricular (rv) lead. Furthermore, it was confirmed through radio graphic imaging that the rv lead had precisely perforated the heart wall. More than two seconds asystole was suspected. Also, the patient experienced a cardiac arrest and required resuscitation during the extraction implant. The physician elected to explant the existing device from the left chest and re-implanted via right subclavian access as the subclavian vein was already occluded. The patient was then transported to intensive care unit and required sedation. The explanted rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was exhibiting a low heart rate due to loss of capture (loc) and brady pacing not delivered when required; attributed to this right ventricular (rv) lead. Furthermore, it was confirmed through radio graphic imaging that the rv lead had precisely perforated the heart wall. More than two seconds asystole was suspected. Also, the patient experienced a cardiac arrest and required resuscitation during the extraction implant. The physician elected to explant the existing device from the left chest and re-implanted via right subclavian access as the subclavian vein was already occluded. The patient was then transported to intensive care unit and required sedation. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of the impact codes: h6 field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction of the impact codes: h6 field. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Melt marks were noted on the outer insulation, this is believed to be explant electro-cautery damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was exhibiting a low heart rate due to loss of capture (loc) and brady pacing not delivered when required; attributed to this right ventricular (rv) lead. Furthermore, it was confirmed through radio graphic imaging that the rv lead had precisely perforated the heart wall. More than two seconds asystole was suspected. Also, the patient experienced a cardiac arrest and required resuscitation during the extraction implant. The physician elected to explant the existing device from the left chest and re-implanted via right subclavian access as the subclavian vein was already occluded. The patient was then transported to intensive care unit and required sedation. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.